Manufacturer narrative:
Additonal information: imaging films supplied for review show pedicle screws with rods at l3-l4-l5. One of the lower level screws (l5) is fractured mid pedicle. No interbody devices are noted.

Manufacturer narrative:
Additional information: the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Devices that are associated with this event are 7226545 x 2, 7225550 x 3, 7226550 x 1, 7220850 x 6 and 7893080 x 2. Manufacture date for part # 7893080, lot w08j0596 is 09/04/2008.

Event description:
It was reported that the patient underwent revision surgery to have the broken screw removed. The screw at l5 was also removed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion at l3-5. Sometime post-op during a routine follow up, it was found that the screws at l5 had broken. The patient reported having lower back pain. The patient is scheduled to undergo revision surgery in the near future. No additional patient complications have been reported.